Event description:
On (B)(6) 2014, (B)(6) was informed of a pt who may have developed a hernia after coolsculpting treatment. The treating office reported that the female pt received two treatments on (B)(6) 2014 with the coolfit applicator on the upper abdomen. The pt saw her family doctor and was diagnosed with a hernia on (B)(6) 2014. The coolsculpting physician informed (B)(6) on (B)(6) 2015 of her opinion that the coolsculpting procedure may have wither caused or exacerbated an existing hernia, making this reportable. The pt plans to have surgery to repair the hernia. The coolsculpting physician has not seen the pt to confirm the hernia. It is (B)(6) policy to be conservative and make this report. A f/u report will be made to the agency if and when new info is received about this case.

Manufacturer narrative:
(B)(6) followed up with the physician's office to gather add'l info on the pt and the device. The coolsculpting physician has not seen the pt to confirm the hernia. The office reported no errors or device malfunctions during the treatment. (B)(6) reviewed the system logs for the treatment date and confirmed that no system malfunction or errors occurred during the treatment. Treatment in a pt with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers.